Event description:
Left side: clinical research organization reported that the pt died due to "pulmonary fibrosis." Cause of pulmonary fibrosis is unk. This medwatch report is for the left side. See MFR # 9617229-2015-00062 for the right side.

Manufacturer narrative:
The event of rupture was initially reported via epsr on (B)(6) 2011. Device labeling: "studies have reported an increased incidence of respiratory/lung cancer in women with breast implants."